Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy additional product codes: gbo; lje customer (person): address: (B)(6). PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the metal stiffener was difficult to remove from an 'ultrathane mac-loc locking loop biliary drainage catheter' when tested prior to use. The device did not make patient contact, and the procedure was completed by using another new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4- model# investigation ¿ evaluation. On 10may2024, it was reported that upon the placement of the ultrathane mac-loc locking loop biliary drainage catheter, it was discovered that the inner stiffening cannula could not be removed from the catheter. This was discovered prior to patient contact and the procedure was completed by using another new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, instructions for use, as well as a dimensional verification and visual inspection of the returned device, were conducted during the investigation. The ultrathane mac-loc locking loop biliary drainage catheter including the metal stiffener were returned in an opened and prepped condition. During tabletop testing the disposable stiffening cannula was able to be removed from the catheter, encountering no difficulty. The disposable cannula was reinserted and again removed from the catheter, encountering no difficulty. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found relevant recorded nonconformances that could have contributed to the reported failure mode. All nonconforming devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number cook also reviewed product labeling. The product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: "under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of upon review of the dmr, DHR, IFU and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.